Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the common/external iliac vein. The device was primed. Aspiration was initiated inside the body. However after a couple of seconds, an error message of "air in the line" displayed and never went away. The device was remove and it was decided to "lysis" the patient again overnight. The procedure was completed with a different device. There were no patient complications and the patient's condition was fine.